Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02123. It was reported that the patient presented to the clinic for a follow-up. Device interrogation revealed multiple alerts for non-sustained ventricular oversensing and atrial noise reversion. Capture threshold on the right atrial lead had increased and the pacing impedance had also increased but still within range. The electrograms show atrial lead noise causing inappropriate auto mode switch. The right ventricular lead had high capture threshold and increased in pacing impedance. Potential fracture was suspected on the rv lead. A chest x-ray was performed, and patient was referred to a cardiovascular surgeon for extraction of the system. The date of the procedure is unknown.